Manufacturer narrative:
(B)(4). Mfg date: the device was manufactured 29 jul 2014 - 01 aug 2014. The device was received for evaluation. Visual inspection and microscopic inspection revealed that the bladder was ruptured. The reported condition was verified. The cause of the condition was not determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of a small volume intermate ruptured. This occurred during filling with 3g cefepime in 85ml of normal saline to a total fill volume of 100ml. There was no patient involvement. No additional information is available.